Event description:
During follow-up, noise and oversensing was noted on the atrial lead. The atrial lead was explanted and replaced. A new atrial lead was successful implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant procedure, noise and oversensing was noted on the atrial lead. The physician opted to implanted a new atrial lead. The patient was in stable condition.